Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to low vault. The lens was exchanged for a longer lens. See MFR # 2023826-2010-01072 for the left eye.

Manufacturer narrative:
(B)(4). (Secondary surgery), (low).